Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she gave herself a bolus of five units and was not feeling well. The customer's blood glucose reading was 178 mg/dl at the start of the phone call. The customer's partner stated that she was going to call the paramedics to treat the customer. The customer's blood glucose reading at the close of the phone call was 193 mg/dl. Nothing further was reported.